Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully advanced within the patient and steered down into the valve. While testing the gripper actuation, the posterior gripper would not descend from the clip arm. Troubleshooting was preformed per IFU but was unsuccessful. The mitraclip xtw was removed from the patient and a replacement mitraclip was selected and implanted successfully. The procedure was discontinued; the final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.